Event description:
Post rotator cuff repair - with arthrex anchors-infection. Three weeks post op patient presented with drainage from operative site. Admitted to hospital. Surgery x 3 for irrigation and debridement with insertion of antibiotic beads. IV vancomycin 1 gm q12 hr. Discharged (B)(6) stable.